Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Mcclatchy sg, heise gm, mihalko wm, azar fm, smith ra, witte dh, stanfill jg, throckmorton tw, brolin tj. Effect of deltoid volume on range of motion and patient-reported outcomes following reverse total shoulder arthroplasty in rotator cuff-intact and rotator cuff-deficient conditions. The journal of shoulder and elbow surgery. 1 - 6 (2020). Doi: 10.1177/1758573220925046journals.sagepub.com/home/sel. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00344. Location unknown.

Event description:
It was reported per a journal article that was retrieved from shoulder & elbow (2020) that a reported a study from the united states used a retrospective review of records that looked at how deltoid volumes correlates with patient outcomes following reverse total shoulder arthroplasty. The purpose of the study was to investigate the role of deltoid volume on shoulder range of motion and patient-reported outcomes following reverse total shoulder arthroplasty in rotator cuff-intact and rotator cuff-deficient conditions. The study reviewed 107 patients who underwent primary rtsa, all implanted with a medial glenoid, lateral humerus rtsa implant system (biomet comprehensive shoulder system). A standard deltopectoral approach was used with standard postoperative rehabilitation. Patients were divided into two groups: rotator cuff intact and rotator cuff deficient. Patients included had a minimum follow-up of 2 years postop with range of motion measurements, patient-reported outcomes scores, and preop CT and/or MRI available. The study reported 77 patients had reverse total shoulder arthroplasty for rotator-deficient conditions; 38 of which (49.4%) reported unsatisfactory outcomes for external rotation, 21 (27.3%) for forward elevation, 35 (40.0%) for ases scores, and 29 (23.8%) for sane scores.